Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device confirmed it was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the ruby coil is forcefully withdrawn at an angle during removal from the packaging hoop, damage such as this may occur. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the technologist noticed that a ruby coil pusher assembly was bent upon removal of the ruby coil from the packaging. The bent ruby coil pusher assembly was found prior to use and therefore, the ruby coil was not used for the procedure. The procedure was completed using a new ruby coil.